Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During sheath preparation, the dilator was inserted in the sheath, and it was noticed that the tip of the dilator was damaged. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive sheath was analyzed. The faradrive sheath was returned with the dilator still inserted, requiring the removal of the accessory to proceed with device analysis. Upon removal, the dilator had an abnormal distal tip. Functional testing was performed and observed a successful engagement with the deflection mechanism, achieving and maintaining deflection with no complications. During device-to-device interaction evaluation, the dilator was able to be inserted into the sheath with no complication. Microscopic inspection of the dilator confirmed the distal tip to be damaged. Examination of the proximal end of the shaft within the valve hub did not find excess adhesive present at the access point into the shaft. Based on all the available information, the cause of the reported dilator tip damage was likely related to the initial insertion into the sheath, which suggests the dilator did not adequately withstand the insertion process.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During sheath preparation, the dilator was inserted in the sheath, and it was noticed that the tip of the dilator was damaged. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device was received for analysis.